Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats lobectomy. According to the reporter: there is one handle and one blue 45mm cartridge that had misfiring after applying on the tissue. There was blood loss. The estimation of the scrub nurse was 200cc. The surgeon used another stapler to staple the lung tissue which resulted in additional tissue resection.